Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller (con414895) was returned for evaluation, and the five batteries (bat935901, bat858023, bat858034, bat906234, bat858021) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power ports of the controller. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file also revealed several premature power switching events that were due to momentary disconnections involving bat858023, bat906234, and bat858021. As a result, the reported event was confirmed. Additionally, review of the controller log files revealed twelve controller power up events logged between (B)(6) 2021. No anomalies were observed leading up to the losses of power. The controller was without power for an average of 24 seconds per loss of power. The batteries were lubricated prior to release. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections, which may be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: bat935901 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: bat858023 h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: bat858034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: bat906234 h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: bat858021 h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller (B)(6) and five (5) batteries (B)(6) were not returned for evaluation. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: battery (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Battery (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Battery (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Battery (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Battery (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the primary controller and batteries exhibited power switching. The primary controller and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2022 / serial #: (B)(4) UDI #: (B)(4). Device available for evaluation?: no. Mfg date: 27-apr-2021. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2021 / serial #: (B)(4) UDI #: (B)(4). Device available for evaluation?: no. Mfg date: 26-jun-2020. Labeled for single use?: (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2021 / serial #: (B)(4) UDI #: (B)(4). Device available for evaluation?: no. Mfg date: 27-jun-2020 labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2021 / serial #: (B)(4) UDI #: (B)(4) device for evaluation?:ab:e evaluation?: no. Mfg date: 18-nov-2020. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2021 / serial #: (B)(4) UDI #: (B)(4) device available for evaluation?: no. Mfg date: 26-jun-2020. Labeled for single use?: no. (B)(4). Additional information has been requested regarding the log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.